Manufacturer narrative:
No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Regarding infection the warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection, however, may require removal of the device." The patient reports having an infection; however also reports that her doctor states it is not an infection. When asked the patient was unwilling to report when the device was implanted and states she does not have any product identifiers. She would not provide any additional information and states that she will call us back once she has done some research. Based on the limited information provided at this time, no conclusion can be made as to the degree to which the alleged bard mesh implant may have caused or contributed to the reported patient condition. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The patient has alleged that post implant of a bard 3dmax mesh she has experienced blisters, an abscess and an infection. She reports that her doctor tells her it is not an infection. The patient was unwilling to report when the device was implanted and states she does not have any product identifiers. She would not provided any additional information and states that she will call us back once she has done some research.